Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "double side implant rupture".

Event description:
Physician reported "double side implant rupture." This record relates to right side. Device status unknown.